Event description:
Customer reports the system intermittently will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller pcb. System operates as intended.